Event description:
Customer reported via phone call that they hospitalized visited to emergency room and dispatch to emergency medical services due to experienced high blood glucose level. Customer's blood glucose value was 460 mg/dl at the time of the incident. Another blood glucose level was 400 mg/dl. It was unknown the auto mode feature was active or not at time of high blood glucose event. No further patient complications were reported. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer's case manager reported paramedics were dispatched and he was taken to the emergency room and hospitalized on (B)(6), 2022 at 22:00 for high blood glucose of 466mg/dl and diabetic ketoacidosis. Customer had ketones. Customer was treated with insulin drip. After reconnecting the pump, customer went back to high blood glucose of 400mg/dl and diabetic ketoacidosis. Caller said the insulin pump was dirty and full of dirt/mud. Insulin pump was recalled for the clear retainer ring. Insulin pump was not said to be damaged. Insulin pump was used at the time of the incident. It was unknown if sensor was used. Insulin pump does not have auto mode feature.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.